Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during investigation, the audio bolus button (abb) was observed to be undamaged and properly responsive. The pump cover was opened and there was no evidence of contaminants under the abb contact. The original complaint of an abb response issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to case seal on the left side of the grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. It was reported that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.